Manufacturer narrative:
(B)(4). Patient weight was (B)(6). Medwatch was also submitted by the user facility (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue occurred when the interlink came unscrewed from the IV line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having connection issues during the use of an interlink injection site. According to the report, the customer experienced several disconnections between the interlink injection set and a t-connector set which resulted in blood leaks. There was no patient injury or medical intervention reported in association with this event. No additional information is available. This is report 6 of 11.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and no leaks were observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was additionally clarified that a non-baxter t-connecter became disconnected from an interlink male luer. Should additional relevant information become available, a supplemental report will be submitted.